Event description:
The healthcare professional reported 1 incident of a transfer set coming loose from the catheter. The patient was treated with prophylactic antibiotics with no resulting infection. There was no patient injury reported by the healthcare professional.